Event description:
A patient reported blood glucose results of "77 mg/dl" with a lifescan meter and "21 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (09/19/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips were tested and the alleged complaint could not be confirmed. However, although the test strips passed control solution testing, out of range results were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.